Event description:
Mentor silicon implants inserted in 2008, after bilateral subcutaneous mastectomy. About one yr ago, started noticing discomfort across upper chest and right shoulder area. Went to doctor in (B)(6) 2014. Diagnosed with capsular contracture (this can happen to anyone and is not the fault of the implants). However, upon further testing via MRI, results revealed right implant had ruptured; but no leakage beyond capsule. Upon surgery on (B)(6) 2014 to remove old implants and replace with new, surgeon discovered ruptured implant was more severe and silicon had started to seep through capsule surgeon had to clean up the "mess" before inserting new implant. Mentor (MFR) has been notified of contractures, but do not yet know of rupture (file #(B)(4)).